Manufacturer narrative:
This report is submitted july 9, 2018.

Event description:
Per the clinic, the patient sustained a head trauma, developed an infection and experienced pain and discomfort, at the implant site. Subsequently, the patient was hospitalised for eight days and IV antibiotics were administered.